Event description:
The reported problem (injury) was confirmed. A us distributor reported that on (B)(6) 2026, a patient stood up from the table and it is unknown if the patient got dizzy or weak, but they fell back, dragged chair but fell onto floor and fell onto the monitor and broke their left leg, and that there was a scrape on the patient¿s back. The patient was transported to the hospital where the lifevest was removed by hospital staff. The outcome of the injury is unknown as the patient passed away while admitted to the hospital. There is no indication that the injury caused or contributed to the patient¿s passing.